Event description:
Litigation alleges that the patient suffers from pain, discomfort, metallosis, pseudotumors. Also alleged in the litigation papers was bone and tissue damage, inflammation, chromium and cobalt metal toxicity, and lack of mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ions. There is no new additional information that would affect the investigation.

Event description:
Update rec¿d (B)(4) 2014 - medical records received. Upon revision, gray colored fluid and reactive tissue consistent with a metal on metal reaction were noted. The information received does not change the MDR decision.